Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that during a service test by a getinge field service engineer (fse), the pressure of the scroll compressor could not be raised on the cardiosave intra-aortic balloon pump (iabp) . No patient was involved, and no adverse event was reported.

Manufacturer narrative:
The getinge fse replaced the safety disk, li-ion battery, backup alarm battery and the scroll compressor to resolve the issue. All functional and safety tests were passed within specifications without generating any problem, and the iabp was returned to the customer and has been released for clinical use.

Event description:
It was reported that during a service test by a getinge field service engineer (fse), the pressure of the scroll compressor could not be raised on the cardiosave intra-aortic balloon pump (iabp) . No patient was involved, and no adverse event was reported.